Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed thermistor sensor harness. Receiving multiple 79's. T1 / t2 differential reads greater than 1 degree celsius. Replaced thermistor sensor harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarm 79 (non-recoverable system error, primary and secondary outlet water temperature differ by greater than 1c). Directed nurse to cycle the power, continued current patient. If alarm persists send device to biomed. If alarm did not return it was okay to continue therapy. Biomed attempted to calibrate device but failed calibration for an error 81(water check time out difference between water temperature and reference temperature is greater than 2 °c) expected 6 actual 7.23, calibration test unit (ctu) was just calibrated in 2023 and device was under warranty so it would be coming in for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarm 79 (non-recoverable system error, primary and secondary outlet water temperature differ by greater than 1c). Directed nurse to cycle the power, continued current patient. If alarm persists send device to biomed. If alarm did not return it was okay to continue therapy. Biomed attempted to calibrate device but failed calibration for an error 81(water check time out - difference between water temperature and reference temperature is greater than 2 °c) expected 6 actual 7.23, calibration test unit (ctu) was just calibrated in 2023 and device was under warranty so it would be coming in for service.